Event description:
It is reported that the device was implanted in 2008 and revised in 2009 due to loosening.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays and/or operative notes were provided for review. The pt's height and build are unk. The device was in vivo for approx 1 yr. Based on the available info, a definitive root cause can not be ascertained at this time for the tibial component loosening. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.